Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's discharge energy is low. There was no reported patient involvement.

Manufacturer narrative:
The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site. No further actions were taken and none are warranted.